Event description:
It was reported that the device lost aspiration. A 2.4mm jetstream xc catheter was selected for an atherectomy procedure to treat an occluded stent in the superficial femoral artery. The target lesion was a chronic total occlusion (cto). After two minutes of the use in the distal sfa the device lost aspiration. The device was exchanged for a new device. The procedure was successfully completed. The patient experienced no complications.

Manufacturer narrative:
Device eval by MFR: the returned product consisted of a jetstream xc 2.4 atherectomy catheter. The device was visually examined for any shaft damage and the functional testing of the device was completed. The device showed buckling damage located 52cm from the tip and a burst infusion sheath located 12cm from the tip. The burst infusion sheath did leak fluid. Functional analysis was done by completing the setup procedure per the IFU. Aspiration testing of the device was completed by submerging the device tip in a 100ml beaker of water and run for a period of one minute. Test results showed that this device did not perform per specification as it did not aspirate the minimum amount of liquid. Inspection of the remainder of the device revealed no damage or irregularities.

Event description:
It was reported that the device lost aspiration. A 2.4mm jetstream xc catheter was selected for an atherectomy procedure to treat an occluded stent in the superficial femoral artery. The target lesion was a chronic total occlusion (cto). After two minutes of the use in the distal sfa the device lost aspiration. The device was exchanged for a new device. The procedure was successfully completed. The patient experienced no complications.